Event description:
During a laparoscopic anterior resection procedure, the staple reload had fallen out of the gun and the staples were not properly formed. The case was converted to an open procedure, prolonged 60 minutes and then completed